Event description:
The technician alleged that the head end brake casters will not hold. No patient impact.

Manufacturer narrative:
The technician found the brake caster rod slid out of the long brake tube from a broken caster cover. The technician replaced the brake caster cover to resolve the issue.